Manufacturer narrative:
A routine retention testing process has been implemented during which all test strips that have been released are tested every three months in comparison with the master lot coaguchek xs pt. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. If a failing result is observed during testing, appropriate actions are taken. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Results of the most recent retention testing were inconspicuous. No error messages occurred.

Manufacturer narrative:
Occupation: occupation ni equals lay user / family member. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter compared to an unknown laboratory method. The result from the meter was 2.4 inr and the result from the laboratory was 1.9 inr. Both measurements were stated to be performed at the same time. The customer's therapeutic range was provided as " is around 2.5 inr tendency up inr." There was no information provided to reasonably suggest that an adverse event occurred. The customer's current condition was provided as "fine." The customer dosage is adjusted based on the laboratory values. The customer dosage was changed on (B)(6) 2019. Specific details were requested but were not provided. The investigation is currently ongoing.